Event description:
According to the info received, this valve was explanted due to endocarditis. The pt also had a sjm mitral valve (31mj-501) which remains implanted. The pt presented with symptoms of endocarditis, thrombocytopenia, anemia and heart failure. At explant, 2/3 of the aortic annulus had "almost complete destruction with evidence of endocarditis". The valve was replaced with sjm 25aj-501 and a "communication" between the lv and la via the mitral valve was repaired. Postoperatively, the pt experienced "excessive" coagulopathy and "substantial" lung edema and injury, went into cardiopulmonary arrest, and subsequently expired in the ICU.